Event description:
A male patient in his 20's, being treated for acute myeloid leukemia (aml), was in the ir suite having a cook spectrum, 10fr x 5l cvc being inserted by an doctor. This doctor was relatively new to roswell cancer center. The physician's assistant has been the primary provider that places the cvc's in the ir suite and has for the past few years always thoroughly wiped the surface of the hc coated cvc's with a saline filled gauze in order to wipe off the hc coating as he feels this has caused reactions in the past. The physician's assistant heard the call for the rapid response team to the ir suite so the physician's assistant immediately went. When the physician's assistant arrived, the doctor reported that he'd placed the cvc, the patient immediately became tachycardiac, his face went bright red, difficulty breathing, displaying what appeared to be an anaphylactic response. They immediately administered solu-cortef (corticosteroid) and benadryl (antihistamine) and the reaction subsided. The patient's condition stabilized and the cvc remains in situ.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.